Event description:
Customer reported to beckman coulter, inc (bec) that the immage immunochemistry system was giving error 500 for the reagent syringe and error 1620 for the reagent wheel. Customer reported that there was a drop of fluid on the outside of the syringe barrel at the plunger area. Customer reported that fluid did not leak onto the syringe drive. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) removed and replaced the syringe and valve.

Manufacturer narrative:
(B)(4).